Event description:
During a trial implant procedure, the external neuro stimulator (ens) could not be activated when the lead was implanted and properly connected to the snap-lid connector cable. The ens and clinician programmer indicated that the lead was disconnected. Despite multiple changing of inserting the lead into the snap-lid box including battery change of the ens, restarting programming and checking of the connection from the snap-lid connector cable plug to receptacle of ens, the ens still could not be activated. Finally, the surgery was aborted, the lead was explanted, and pt was stitched up. All devices were tested post-operatively with opposite results. Most of the times, the ens could still not be activated, but seldom could the ens could be activated with loss of connection and turning off seconds later. A second implant procedure was scheduled.

Manufacturer narrative:
(B)(4).